Event description:
In 2007, pt underwent initial aaa repair. One main body and two iliac leg grafts were placed. Pt had large iliacs. A few months later the seal was gone and the iliac had dilated more. Two iliac leg grafts were placed in past the hypogastric.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the device due to anatomical changes in the patient over time.